Manufacturer narrative:
Analysis of labeling: per the anti-a (murine monoclonal) series 1 package insert, certain subgroups of a may produce reactions that are weaker than those obtained with a red blood cells of most random donors. Per the echo operations manual, the instrument cannot reliably detect hemagglutination reactions that are graded as 1+ or less in tube methodology.

Event description:
Customer reported an abo discrepancy during echo validation on a patient with a known a subgroup. Echo result was o.